Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the moses 200 fiber was inadvertently fired while outside the patient body, causing the tip to melt. The fiber was disposed of, and the patient remained completely unharmed. No additional information was received.

Event description:
It was reported that the moses 200 fiber was inadvertently fired while outside the patient body, causing the tip to melt. The fiber was disposed of, and the patient remained completely unharmed. No additional information was received.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical evaluation could be performed and the reported allegation of a melted fiber tip could not be confirmed. A device history record (DHR) review was completed and identified no deviations or nonconformances related to the manufacturing of this lot; the device was produced in accordance with the device master record. A labeling review confirmed that the instructions for use (IFU) provide guidance for verifying the laser spot prior to use and include warnings regarding the risks associated with improper handling of the fiber tip, including potential melting or damage if the fiber is fired outside the patient or against unsuitable surfaces. Based on the information available and the lack of device return for analysis, the cause that contributed to the reported event cannot be established.